Event description:
Information received notes that the patient was seen after being found pulseless and unresponsive for about five minutes. Interrogation of the device showed excessive mode switching. A microprocessor download was successful, but dashes were observed for some parameters. After reprogram- ming, the collected data showed that each time the telemetry wand was removed, the device paced at 5 ppm faster than the programmed base rate. Patient monitoring will continue.